Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison of 131 mg/dl using true metrix meter, 107 mg/dl using dr.'s device and 123 mg/dl using another device. The customer feels well and did not report any symptoms. Customer had taken the true metrix meter to the doctor's office due to the high blood glucose test results. Customer was having symptoms of low blood sugar at the time the meter to meter comparison test was performed. Customer did not receive any treatment for the symptoms while at the doctor's office. The customer does not know their expected blood glucose test result range. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the pantry. The test strip lot manufacturer¿s expiration date is 11/16/2023 and open vial date is 2-3 weeks. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 13-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of: 03-aug-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.